Event description:
Customer reports receiving results of 77mg/dl, 565mg/dl, and 123mg/dl with 5 minutes passing between each test. Comparisons were performed on the same device. No action was taken based on device results. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.